Event description:
...

Manufacturer narrative:
An investigation of damaged ostase qc vials was conducted at beckman coulter (B)(4). The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100 % inspection is conducted when the vial labeling process is performed.

Manufacturer narrative:
(B)(4)

Event description:
Beckman coulter (B)(4) reported four damaged ostase qc vials which caused the contents to leak. One qc box was affected by the four damaged qc vials. There was no report of affect to patients or end users in connection to this event.